Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The review of the log file during the investigation revealed that the driver was powered on and operated normally until it began to experience low lvad pressure alarms. The alarms continued to occur intermittently until the driver was powered off. Upon completion of the investigation, the reported incident was confirmed. Functional testing performed on the driver revealed significant noise was generated. The observed noise was isolated to the installed compressor. Subsequent functional testing revealed the compressor exhibited low flow failing test specifications. Specifically, the main bearing was spinning in its base plate mounting hole due to bearing grease and debris. Visual inspection performed on the disassembled components revealed the grease had leaked from the bearing, the bearing grease, coupled with debris resulted in noise and low flow. The root cause of the bearing leak could not be conclusively determined. A review of the device history records revealed that the device met all applicable quality assurance specifications upon shipment. No further information is available, the manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist, that the driver experienced a loud left pressure alarm. The patient was successfully switched to a back up driver without further incident.